Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
The foley catheter balloon is not deflating entirely. There was no patient injury.

Manufacturer narrative:
Qn#: (B)(4). The device lot number does not exist in the system, therefore a DHR review could not be conducted. A simulation test was conducted on random production samples, no defect was found. No actual sample was returned, therefore no investigation or assessment could be conducted. Balloon could not be deflated due to various reasons. Therefore, this complaint could not be confirmed.

Event description:
The foley catheter balloon is not deflating entirely. There was no patient injury.